Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a routine follow-up appointment, this pacemaker could not be interrogated, and it was suspected of exhibiting premature battery depletion. Longevity estimates had predicted more time until the device reached end of life (eol). Device replacement was recommended. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported, and this pacemaker has not returned for analysis.